Event description:
Pt admitted for bunion, rt foot. Depth gauge was inserted into the bone, the tip of the guge was missing when extracted. Tip was located using c-arm fluoroscopy, successfully removed. No harm to pt.